Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic left upper lobe resection, while on left superior lobe vein, after properly installing the reload, the handle was unable to be squeezed and the device did not fire after pressing the green button. Handle was replaced to complete the procedure. There was no patient injury.